Event description:
A malfunction was reported with a code malf 12, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, with assistance from technical support, reset the pump and was advised to continue using it. It was confirmed that the malfunction code did not recur after resetting, and the customer was instructed to contact support again if any issues reappeared.